Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the competitor lead would not insert into the header of the new device. The device was removed and another new device was attempted. Again the competitor lead would not insert into the header. The device was removed and the physician decided to convert the case to a competitor device. No patient complications have been reported as a result of this event.